Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patients device oversensed non-physiologic artefacts. The device did not provide inappropriate therapy to the patient. It was determined that the non-physiologic artefacts were sense b noise. Patient being brought in for system evaluation. No adverse events at this time.